Event description:
It was reported, that "the device would not stay inflated". There was no reported injury and/or change in therapy. The involved device has been returned and submitted to the quality analytical lab for analysis.